Manufacturer narrative:
External abrasion exposing the outer coil was noted at 8.9-9.3 cm from the connector pin, consistent with friction to the ICD can. The exposed outer coil from the abrasion is consistent with the observation from the reported field event.

Event description:
It was reported that patient presented with pre-syncope. Noise was observed on the rv lead channel. It was noted that the capture threshold was varying and that r wave measurements rose. The lead was removed and replaced successfully, without adverse consequence to the patient. During the procedure, an insulation issue was observed proximal to the suture sleeve. The patient was reported to be stable following the procedure.